Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected but the co2 sensor and co2 module were replaced at customer request. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Ventilator logs were downloaded. Evaluation of the received logs showed that the automatic co2 calibration procedure failed during the setup prior ventilation was started. Successful pre-use check was however performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Since no parts were returned for investigation, the root cause of the reported etco2 alarms could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high or low etco2. Patient harm is unknown. Manufacturer's ref #: (B)(4).